Event description:
Surgeon fully implanted suturetak and was pulling back on the fibrewire to test the fixation and the implant broke at the hex. He implanted another one behind the broken implant instead of removing it. No adverse consequences reported as a result of event.